Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The ra lead dislocated during x-ray after implantation. The ra lead was repositioned. No implant date was provided.